Event description:
On (B)(6) 2011, the rptr/nurse contacted animas and reported that the pt suffered a low blood glucose (bg) episode and had a reading of "24 mg/dl." Prior to the event, the pt was reportedly in a hospital receiving insulin drip therapy. That day at 7:45 pm, the pt reportedly restarted the pump therapy. The nurse admitted that the insulin drip was not disconnected until 8:15 pm that same evening. The pt indicated that there were no blood glucose checks before bedtime or during the night. During the time of concern, the pt reportedly developed symptoms of shakiness and sweating. The pt's pump was suspended. The rptr treated the pt with orange juice and crackers. The pt's blood glucose responded to a level of "180 mg/dl." The pt confirmed that there was no set change or boluses that were programmed incorrectly. She denied priming while attached. A review of the bolus history indicated that no boluses were delivered the night before the event. The rptr was not sure of the correct procedure for discontinuing IV insulin in relation to starting pump therapy. Based on the info provided, this complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of severe hypoglycemia and received medical treatment after starting pump therapy while still connected to IV insulin.

Manufacturer narrative:
Through troubleshooting, a review of the pump's settings and history indicated that the basal program was correct. The pump history indicated no alarms in history. The bolus and tdd history added up correctly. The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.